Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: feb 9, 2026, section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue. The lens was cleaned and inspected; a haptic was detached and the lens was observed to be scratched and damaged near the edge. No further evaluation was performed. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter first name: information unknown/not provided. Section e1: establishment address: unknown/not provided. Section e1: email address: unknown/not provided section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the intraocular lens (iol) haptics broke when adjusting the haptic during implantation of intraocular lens into the patient's eye. There was incision enlargement to remove the iol. There was also sutures performed, medications prescribed. There was delay in treatment. Patient was permanently impaired. Patient had perception of light vision pre and post operation. There were no other interventions. No further information was provided.